Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of paravalvular leak was unable to be confirmed due to applicable imagery not provided. A review of the DHR and lot history did not provide any indication that a manufacturin g non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''patient with a 29mm s3 valve, implanted in the aortic position for 1 year and 1 month, was hospitalized with paravalvular leak (pvl). The patient was symptomatic with shortness of breath and hemolysis. The patient was treated successful with a plug''. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, patient had a severe calcified annulus per provided imagery, which can create irregular contact between the pvl skirt and target site, resulting in paravalvular leak. Additionally, the plug was used to resolve the paravalvular leak, so it supported that the deployed valve may have difficulty to seal against the target site (native annulus) due to the bulky calcification. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra ) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm s3 valve, implanted in the aortic position for 1 year and 1 month, was hospitalized with paravalvular leak (pvl). The patient was symptomatic with shortness of breath and hemolysis. The patient was treated successfully with a plug. The patient was discharged after the treatment.